Event description:
It was reported that a pump under infused while delivering medication to a pt. The infusion was programmed to deliver at a rate of 999ml/hr. When the pump alarmed for infusion complete, 200ml of fluid was observed to remain in the IV container.

Manufacturer narrative:
(B)(4). The device was not identified by serial number and could therefore not be returned to sigma for evaluation. It was identified that the customer was utilizing an IV set ((B)(4)) not intended for use with the spectrum pump at flow rates above 250ml/hr. Further investigation is required, and a supplemental report will be submitted.